Event description:
I started feeling bad in late july, and by october I could hardly get out of bed and realized I had lost over 50 lbs and was taken to the ER. After some tests I was admitted to the hospital and where I was sent to surgery to have tubes inserted to drain fluid from my lungs, and I went into cardiac arrest on the operating table and woke up 6 days later on a vent and was informed I have stage 3b lung cancer. FDA safety report ID# (B)(4).